Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted upon completion of investigation. (B)(4).

Event description:
Catheter valve slipped out of the catheter. The blue emergency slide clamp was slipped over the catheter immediately. Patient is doing well. Sales reporter has secured the valve with cable tie. Implantation date: (B)(6) 2016.

Manufacturer narrative:
(B)(4) follow up emdr for device evaluation. Investigation did not confirm disconnect of the valve from the pleural catheter, since the product components (catheter and/or valve) was not returned for evaluation. Picture(s) was not provided for review. DHR review was performed but did not identify any issue with raw materials incoming inspection. The reported failure mode was not confirmed, since the product¿s components (the valve and/or the catheter) were not returned for evaluation. Picture(s) related to the product complaint was not provided for review. High level trend analysis showed adverse trend of the overall disconnect issues; however, an in-depth review of the trend data showed there were ten (10) that were identified as valve / catheter disconnect issue from (B)(6) 2014 to (B)(6) 2016 with one confirmed failure mode. The probable root cause could not be determined without an in-depth review and analysis of product. Since the reported failure mode could not be confirmed, no probable root cause can be identified; therefore, no corrective action plan. However, bd has taken proactive action by evaluating and reviewing the current processes and procedures, performed employees quality awareness training. The failure mode will be entered into the complaint management system and will be tracked / trended for any additional similar failure modes.